Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on 06-may-2024. The event occurred after three hours of insertion. The infusion set had been used for 3 hours. The insertion site was at the thigh. The blood glucose level was 279 mg/dl at the time of event. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.